Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient was having the ins removed. The patient stated he was having the ins removed because it was not effective in providing him therapy. Patient stated he had the ins implanted for migraine headaches and the ins was not helping with the pain. Patient stated this started probably around (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.